Event description:
In 2008, the patient's wife reported the pt has had several low blood glucose readings since eleven days before. She said his normal reading is between 140-160 mg/dl. She stated that on 05/05/2008 she found him almost in a coma with a blood glucose reading of below 20 mg/dl. She said she gave him liquid glucose by mouth and called the paramedics who treated him and stated his reading was 160 mg/dl and the pt was feeling better. She stated on nine days prior to original date she noticed the pt was bloated, pale and sweaty. She was unable to test his readings but gave him juice and took him to the hospital where his reading was up to 80 mg/dl. She said the doctor disconnected him from his infusion device and used injection therapy while in the hospital. She said he was released on four days later, and went back on his infusion device. On the following two days later, she checked on him and he was "really bad." She called the ambulance who immediately took him to the hospital. She does not remember his reading. She stated the patient's doctor lowered the patient's basal rates on his device and released him the next day. She said this morning the patient's reading was 46 mg/dl and he was "sweaty" and "feeling good". She gave him an injection prescribed by the doctor and his reading elevated to 90 mg/dl. She stated the patient's current blood glucose reading is within normal range. On follow up, the patient's wife stated the pt is using the replacement infusion device and has had no further low blood glucose readings. The product was replaced and requested to be returned for eval.